Manufacturer narrative:
The investigation has determined that reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two patient samples when tested on a vitros xt 7600 integrated system. The investigation determined the likely assignable cause of the event was user error associated with improper pre-analytical sample handling. The customer spun the sample for 3 minutes at ~6950g. Per sample tube manufacturer recommendations, the sample tubes should be centrifuged for 10 minutes at 1,300 ¿ 2,000 g. It is possible that cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be definitively confirmed. Following repeat centrifugation of the two patient samples, the customer obtained the expected tropi es results (< url). Based on historical tropl es quality control performance, a vitros tropi es reagent lot 4620 issue was not a likely contributor to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4620. Within run precision testing performed was within ortho acceptable guidelines, indicating an instrument issue was not likely a contributing factor. Email address for contact office above is (B)(6).

Event description:
The investigation has determined that reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two patient samples when tested on a vitros xt 7600 integrated system. Patient 1 result of 0.166 and 0.831ng/ml versus the expected result of <0.012 ng/ml . Patient 2 result of 0.371, 0.202 and 5.630 ng/ml versus the expected result of <0.012 ng/ml . Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected tropi es results for both patient 1 and 2 were reported from the laboratory. Patient 1 was admitted to the hospital overnight due to the high troponin results. However, it was confirmed by the physician that no treatment was started, stopped, or altered due to the high vitros troponin result for patient 1. In addition, there was no treatment started, stopped, or altered due to the high vitros troponin result for patient 2. A corrected tropi es result of <0.012 ng/ml was reported after repeat testing for both patients 1 and 2. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).